Event description:
Description of event according to complainant: on (B)(6) 2014 (110 days post-procedure), the three month follow-up clinical assessment was completed and a filter retrieval was scheduled. The patient was taking xarelto. Since the last contact, the patient had not experienced any significant medical problems or hospitalizations. On the same day, the patient had the pre-retrieval chest and abdominal CT with contrast, ultrasound, and x-ray performed. The CT was negative for pulmonary embolism. A grade 1 filter leg interaction with the ivc was observed, but it did not result in clinical sequelae that required intervention or treatment. Core lab analysis of the pre-retrieval chest and abdomen CT showed no evidence of pulmonary embolism or filter embolization. Angle of filter tilt in the sagittal plane was 5.5 degrees and 17.7 degrees in the coronal plane. There was one grade 3 ivc filter leg that affected the patient's duodenum. The ultrasound revealed no thrombus in the inferior vena cava (ivc), the pelvic veins, or the lower extremity veins. Core lab analysis of the ultrasound revealed no thrombus in the inferior vena cava (ivc) or pelvic veins. There was evidence of a new left lower extremity thrombus. Core lab states: "partial thrombus in the lle (left lower extremity) cannot be termed new or pre-existing. This area could not be visualized on the pre-procedure ultrasound due to femoral fractures and a limited exam which did not include the left popliteal vein." The x-ray revealed no evidence of filter fracture, embolization or migration. The filter tilt was less than 6 degrees. Core lab analysis of the pre-retrieval x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of tilt was 7.1 degrees. Core lab analysis of the pre-retrieval x-ray revealed no evidence of filter fracture, deformation, embolization, or migration. The angle of tilt was 7.1 degrees in the ap view and 1.8 degrees in the lat view. On (B)(6) 2014 (114 days post-procedure), the filter was endovascularly retrieved with a gunther tulip retrieval set, via the right internal jugular vein, because it was no longer clinically needed. Filter legs did not appear outside the column of contrast before filter retrieval. There was no thrombus preset in the filter and there was no difficulty retrieving the filter. The patient was on xarelto prior to filter retrieval. Core lab analysis of the retrieval procedure venography is not available at this time.

Manufacturer narrative:
(B)(4). Investigation still in progress.